Manufacturer narrative:
"A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive. However, based on the number of complaints regarding the same issue with this part number, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.".

Event description:
Broken catheter, this one cracking at the level of the plastic junction. For the moment our babies are doing well following the incidents. But from the perspective that our premature baby, who is basically a very fragile baby with no immune defence, each installation where the breakage of the catheters has occurred, which has required a 2nd or even a 3rd installation, is an injury which is difficult to justifiable and this poses several major risks to its follow-up. The damages are many. - a delay in treatment (parenteral nutrition and antibiotics, hemodynamic instability) which is essential to its survival. -a potential risk of infection related to multiple catheter changes. - a risk of deterioration of the state of health during intra-hospital transport. -pain related to the installation procedure. -the risk of weight loss and hypoglycemia. -a major source of stress for families. (French translated to english).